Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl, "memory issue", and their "eyesight went"; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue. The customer continued to use the pump for insulin therapy. Date of event is approximate. Duration of stay was not known.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.